Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, according to the logs the unit is alarming 388 "no o2 dosing possible" and 271 "o2 supply fail - no o2 dosing possible". The technical support requested for an o2 gas path test. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista1000 is plugged in o2 source and the needed pressure is there, but unit is giving alarm that o2 pressure low. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to user fault. As a resolution, vyaire updated unit to patch 17 latest version and recommended to replaced with new insp block. After the hospital changed o2 hose and repair o2 wall socket, the problem disappear - no failure detected.